Manufacturer narrative:
(B)(4).

Event description:
This lv lead became dislodged. The lead was programmed off and pacing was changed from biv to rv pacing. The lead was successfully repositioned on (B)(6) 2017 and remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.